Event description:
During a tibial plateau fracture and meniscus repair procedure, it was reported that t1 came off after removing from the packaging. There was a fifteen to thirty minute delay. A back-up device was utilized to complete the procedure. It is reported that no implants were left unsupported and no patient injury was reported. The device was received and evaluated. The evaluation revealed that the product indicated a full deployment. The needle, handle and t's are also soiled with what appear to be human matter.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows the trigger is fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was also returned free from the inserter. The needle, handle and t's are soiled with what appears to be human matter indicating that the device was used. The reported pre-deployment cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product lot during manufacture. After evaluating the device a root cause can not be determined. No further investigation is necessary at this time. (B)(4).